Event description:
A malfunction alarm on the customer's insulin pump was reported during pumping. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted in loading a new cartridge, but the alarm recurred, so they decided to replace the pump. The customer was guided on how to use multiple daily injections (mdi) as backup therapy and instructed to return the malfunctioning pump.